Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was found broken in the packaging. Follow up indicated that the tubing connected to the luer of the sensor stopcock was found broken.